Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure issue occurred. The sensor was inserted into the arm on (B)(6) 2025. On 01/11/2025, it was reported that the patient was watching tv and didn't notice the sensor error, he experienced hypoglycemia and lost consciousness. He was found unconscious by his wife, she took a bg reading which was 1.2 mmol/l. The patient was taken to the hospital. The patient was treated with dextrose and hospitalized for 3 days. The patient became aware of the wearable failure when he was already at the hospital. At the time of the report the patient was okay and fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional event or patient information is available.